Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient went to an emergency room and eventually hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) and occlusion alarm event. Blood glucose level was 350 mg/dl at the time of the event. Patient got treated with intravenous (IV) fluids/syringe. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of sick/unwell, and tired/weak. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6010045 have already been previously tested in the complaint (B)(4) on 21/jun/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report complaint (B)(4) complaint test report. Attached in this record. Device history record (DHR) review: the lot 6010045 was packaged according to the work instruction (wi) version 82, packaged in the machine multivac 12, on 03/nov/2024 with a total of (B)(4) units. Assembly DHR review: the lot 4k05698 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 02/nov/2024 with a total of (B)(4) units. The lot 4k05699 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 03/nov/2024 with a total of (B)(4) units. The lot 4k05701 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 02/nov/2024 with a total of (B)(4) units. Bun DHR review: the lot 4k05092 was manufactured according to the wi version 38, manufactured in the machine us05-us06, on 28/oct/2024 with a total of (B)(4) units. The lot 4k05093 was manufactured according to the wi version 38, manufactured in the machine us05-us06, on 02/nov/2024 with a total of (B)(4) units. The lot 4k05094 was manufactured according to the wi version 42, manufactured in the machine us05-us06, on 02/nov/2024 with a total of (B)(4) units. Glue tubing DHR review: the lot 4k05679 was manufactured according to the wi version 42, manufactured in the machine gluing 8, on 29/oct/2024 with a total of (B)(4) units. The lot 4k05680 was manufactured according to the wi version 42, manufactured in the machine gluing 4-5-8, on 30/oct/2024 with a total of (B)(4) units. Trending: a query was run in database on 25/jun/2025 against malfunction code evaluated occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required and lot 6010045 and other 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.